Event description:
Critical care patient. Drug administered: heparin. Limited injury/ no medical intervention. ICU area / continuous therapy. Stopped using device after not aborting rate change. Returned to biomed. Does not know rate and volume as device went through upgrade and data erased. Clinical changed rate and then aborted change but the device updated despite aborting change. Clinical took bag and hooked up to another device to complete infusion.

Manufacturer narrative:
Investigation results: the pump was received, visual inspection reveal no physical damage or anomalies. The operational log did not have any useful data regarding the reported event, as stated in the complaint description the pump was upgraded to the latest software after the event and the log was cleared as part of the update. Pump evaluation: performed 3 rate changes and each time the pump functioned correctly as intended. Furthermore, 3 abort rate changes were performed and the pump did not automatically change rate and proper audible and visual alerts were given to notify the user the rate change was aborted. The pump met all tests requirements and the reported event could not be duplicated.